Event description:
The reporter states that he obtained the blood glucose result of 320 mg/dl on the accu-chek advantage system in comparison to the blood glucose result of 107 mg/dl on the professional meter. The results were obtained within 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to the customer and return requested.